Event description:
It was reported that the patient had a pocket infection. The patient came into their health care provider¿s (hcp¿s) office with complaints of pocket bleeding, pain, and no therapeutic benefits. The hcp examined the site and it had signs of infection of white drainage. The hcp removed the lead and stimulator yesterday on (B)(6) 2014 and notified the manufacturer representative was notified the day after removal. The implantable neurostimulator (ins) and lead were removed and were not replaced. Perioperative antibiotics were administered, the date of onset of the infection was unknown, and the patient did not have meningitis. A culture sure was not done and no organism was cultured. The treatment for the infection was device removal and antibiotics and the patient had a successful removal. It was unknown if the infection resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c068, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).